Manufacturer narrative:
Device was visually inspected on return and serviced by the u.s. Distributor (praxair distribution). Customer complaint of "internal fault" alarm was confirmed during completion of the servicing checklist and tracked to a damaged primary control board. Fault is generally traced to excess moisture entering device as a result of lack of nebulizer filters being used. Not able to be confirmed from customer if was cause in this case. Device will be serviced with a new primary control board. A full functional test will be performed to ensure the device operates according to specifications prior to being placed back into circulation for customer use.

Event description:
During nitric oxide (no) therapy a device issued a warning for an internal fault. The patient has been on 5ppm dose for 7 hours and dosage was raised to 10ppm. When alarm issues, therapist switched the device to manual delivery mode to continue therapy while a back-up device was brought in for replacement. Therapy was administered through a pb840 ventilator. Patient's oxygen desaturated fell to low 90% during the incident during which manual mode of delivery was activated and device was replaced at bedside. No patient harm was reported. Saturation returned on replacement device.